Manufacturer narrative:
The reported incident that the ¿depth gauge for screws¿ did not measure long enough, could not be confirmed, since the device was returned for evaluation and after inspection, it was concluded that it`s fully functional and manufactured according to the specifications (s-01 / no failure). The visual inspection revealed that the device is quite used (scratches, dents, rusty laser-marking etc.), however it`s fully functional ¿ the hook can slide easily within the sleeve and lock, to take measurements. The scale is according to the specifications and the measurements are correct. The only thing that would cause confusion to the user and could lead to a wrong measurement interpretation is that the numbers written on the scale are not next to the line that points to the measurement, but instead below the line. Apparently, such confusion could lead to the selection of the wrong length of screws. This is compatible with what has been reported, that ¿the screws selected for implantation on the basis of taking a measurement were too short by 2mm, 4mm and 6 mm respectively.¿ as per IFU (v15011 rev n): ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques).¿ [¿] ¿only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ based on investigation, the root cause could be attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon, reported that the depth gauge for screws is not measuring long enough. There are no further particulars for this case.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The surgeon, reported that the depth gauge for screws is not measuring long enough. There are no further particulars for this case.